Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed peaches to address bg. The customer alleged that the pump did not accurately adjust an auto bolus that was given. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.